Event description:
A report was received via social media that the patients ipg at the back came out and it was very tender in the leads which were up by the neck when they should have been at l4-l5. The patient underwent a revision procedure wherein the ipg was relocated and the leads were repositioned. No further information could be obtained.